Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with bicuspid valve with a suspected fusion of the raphe, the perimeter measured 74.5mm. A pre-implant balloon aortic valvuloplasty was performed using an 18mm non-medtronic balloon. During the first attempt, at 80% deployment, the rotation valve was opened. Adequate coronary artery blood flow was reported. Less than mild paravalvular leak (pvl) was noted. No pressure differences were observed. The delivery catheter system was withdrawn from the patient successfully. However, when removing the pigtail catheter from the non-coronary cusp, the valve dislodged. A second valve was placed using a snare. Less than mild pvl was noted. No pressure gap was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: the following information was erroneously not included on regulatory report 2025587-2022-02874, follow 001 h10 - concomitant product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(6), ubd: 12-mar-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that patient's bicuspid aortic valve was calcified with the presence of a raphe between the left and right coronary cusp. In addition, the non-coronary cusp was noted to be heavily calcified. It was reported the pigtail catheter was likely in a cell of the valve frame when it dislodged the valve. A snare was used to position the first valve while a second valve was placed. Per the physician, the bicuspid valve and heavy calcification also likely contributed to the dissection. The patient was monitored, but no treatment was required. No adverse patient effects were reported. Additional information was received that during the implant of the valve, during the pre-implant balloon aortic valvuloplasty (bav), the patient started breathing like snoring. It was believed that a cerebral infarction occurred after the balloon inflation. Left hemiplegia was observed after the valve implant. The patient underwent rehabilitation as it was difficult to discharge the patient. The patient was transferred to a different hospital. No additional adverse patient effects were reported.

Event description:
Additional information was received that approximately one year and one month post valve implant, the patient died. The cause of death is unknown.

Manufacturer narrative:
Updated b.2, b.5,and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information: b5 and h6. Article citation: shimura t, yamamoto m, matsuo h. Self-expandable transcatheter heart valve embolization caused by sledding phenomenon with a pigtail catheter. Jacc cardiovasc interv. 2023;16(21):2682-2684. Doi:(B)(4). Please reference MDR number 2025587-2024-03200 (initial and one follow-up) for the duplicate literature event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that this case was described in a published literature article. The following details from the article were not previously reported to medtronic: the first valve was successfully implanted under the guidance of a 4-f pigtail catheter placed in the non-coronary cusp (ncc). However, after valve implant, the pigtail catheter had become jailed between the ncc and the evolut pro+. To address the issue, the authors inserted a guidewire in the pigtail catheter and then pulled to remove it from the ncc, but then the evolut pro+ embolized completely out of the patient¿s aortic valve. As written in the article, this suggested a ¿sledding phenomenon triggered by the pigtail catheter removal.¿